Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician had difficulty placing the lead. The lead was repositioned multiple times, with the helix being extended and retracted multiple times, and the lead dislodged several times. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).